Event description:
Admitted 6/26/1998, heparin drip started at 1720 at 16cc/hr = 800u/hour (heparin 25,000 u/500cc). On 6/30/1998 pt to nuclear medicine/cardiology for stress test - heparin drip turned off. After procedure, heparin drip restarted at 1100. Pt returned to nursing unit at 1300, pt to radiology and heparin drip noted to be infusing at 125 cc/hr. Heparin drip stopped. Activated partial thromboplaxtin time > 250 arteriogram rescheduled for 7/1/1998.